Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. During visual inspection, the sheath was noted to be partially expanded and the sheath distal tip was unopened. The crimped valve was exposed through the liner. The sheath liner was torn approximately 2 inches from the distal to the strain relief. The sheath was expanded approximately 6 inches in length from the comnut. Liner bunching was noted at the distal end of the liner tear. A liner strand approximately 1 inch in length was noted 5.5 inches from the distal comnut. Imagery was provided of the patient's vessels and the access vessels were noted to be tortuous and calcified. During functional testing, the delivery system was able to be fully advanced through the sheath. The sheath shaft fully expanded and the sheath distal tip opened as designed. The liner thickness was measured along the length of the liner tear and strand. Sheath liner thickness deviating from specification can contribute to liner tears/strands and/or be indicative of a manufacturing non-conformance. Measurements were obtained on one side of the liner due to the location of the liner tear. Sheath liner thickness at all measured locations met the specifications. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history was performed but did not reveal any identifiable root cause. A review of complaint history on confirmed complaints from january 2020 through december 2020 revealed other complaints with similar complaint codes. Of the potential root causes identified, those potentially applicable to the current evaluation are excessive manipulation and valve strut caught on liner (procedural factors). The instructions for use (IFU) and training manuals were reviewed for guidance and instruction involving the esheath and delivery system usage. During delivery system insertion through sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in the sheath slightly pulling back the sheath 1-2 cm while advancing the thv/ delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The events were confirmed based on the visual inspection of returned device. Investigation of the device, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. As reported, "during a tf tavr case the esheath was inserted at a very steep angle and during the insertion of the ds and s3u valve resistance was noted, the liner tore/split and the valve was observed to be out of the sheath". Per the provided 3mensio, the patient's access vessel was calcified and tortuous. Per training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". The presence of calcification, tortuosity and steep insertion angle could create a challenging pathway during the delivery system insertion through sheath, and it led high push force and high resistance. These patient conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/ process improvement to mitigate against the future. As such, available information suggests that patient factors (calcification/tortuosity/steep insertion angle) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Due to the delivery system insertion resistance, it was possible that excessive force was applied to overcome the resistance, and it could lead to valve strut catch within the sheath liner, and resulting in further liner tear and liner strand. As such, available information suggests that patient factors (calcification/tortuosity/steep insertion angle) and/or procedural factors (valve strut caught on liner/ excessive device manipulation) may have contributed to the resistance. However, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As there was no confirmed edwards defect, no corrective or preventative actions are required. As there was no confirmed edwards defect, no corrective/preventative actions are required. However, after review of the similar reported issues a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). The CAPA is currently in implementation phase. As there was no confirmed edwards defect, no corrective or preventative actions are required. Since no manufacturing non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Additionally, since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required per doc-0076862 rev. I. However, per management discretion, a pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The pra documents the potential for "difficulty introducing delivery system through sheath, resulting in procedural delay", which did occur during this event. Trending analysis indicates the monthly complaint occurrence rate exceeded the december 2020 control limit for trend category "resistance between devices" for esheath/s3u/commander delivery system configuration. However, the calculated occurrence rate for resistance with delivery system (s3u/commander configuration) complaints for past 12 months is within the range for probability of occurrence.

Manufacturer narrative:
UDI: (B)(4) investigation is ongoing.

Event description:
As reported, during a tf tavr case the esheath was inserted at a very steep angle and during the insertion of the ds and s3u valve resistance was noted, the liner tore/split and the valve was observed to be out of the sheath. The sheath, ds and valve were removed, and a new set was prepared and successfully used for the procedure. There was no injury to the patient. No apparent damage to the valve. During pre-decontamination of the sheath a liner strand 1" in length and 5.5" from the distal housing was observed.